Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/26/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Corrected information: d2, d4.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that there was a loss of the device in (B)(6) of 2019 and the mesh was involved. It was reported that during stock counting it was found that the seal of the device was broken, only the packaging was there. There were no adverse patient consequences reported.